Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 467 mg/dl at the time of incident. Customer state that insulin pump had crack on the battery compartment. Troubleshooting was not performed for high blood glucose event. The device will be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.